Event description:
In this event it is reported that nontemplate aligner arch has caused the patient to experience open bite on the buccal. Refinements are needed to improve the bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.